Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No information has been provided to date.

Event description:
It was reported that the pump exhibited check force and plunger sensor messages. No patient injury was reported.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customers reported problem was not related to any previous repair. Visual inspection found both tamper seals were broken; top case corners were chipped, crack on top left side, damage to the bottom case gasket and broken left plunger insert screw. There was no evidence of either reported problems (error) in the event history log as the log was unable to be downloaded. For reported issue number one, the force sensor was out of calibration, values were below spec. The investigation found that the force sensor was inoperable and this was due to normal wear and tear as it was 10 years old. For corrective action, the force sensor was replaced and calibrated. For reported problem number two, check syringe plunger sensor, the error was not duplicated. The investigation found that the plunger tube was misaligned. Root cause of this reported problem was undetermined. For corrective action it was recommended that the plunger tube be replaced. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records., corrected data: correction: d4: model number: 4000.